Event description:
A report was received that the patient underwent an explant due to infection. No additional information was provided.

Event description:
A report was received that the patient underwent an explant due to infection. No additional information was provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-70 serial:(B)(4) and (B)(4) description:linear st lead, 70cm.

Manufacturer narrative:
Additional information indicated that the patient had an infection at the pocket site. The symptoms were fever, redness and swelling at the pocket site. The patient was given oral and IV antibiotics. The physician believes the infection was related to the noncompliance from the patient. The patient is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.